Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the subcutaneous closure of a caesarean section, the needle separated into 2 parts, the thread with a needle tip on one side, and the rest of the needle on the other side in the patient. After 10 minutes of searching under gloss, the needle was taken out of the abdominal wall of the patient. The patient underwent an unplanned radiological examination. Another suture was used to complete the case. The surgical time was extended by 52 minutes as a result of the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a device. Photographic inspection noted a suture and a needle separated. Photographic inspection noted that the needle was broken, bent and the swage was separated. The swage was attached to the suture. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.